Event description:
Customer's family member reported customer being hospitalized due to dka. Diabetes nurse specialist stated that customer was bolusing incorrectly. Customer bolused .5u when they needed 5.0u. Also customer was not aware of rewinding pump before a set change.